Manufacturer narrative:
Review of the provided data (rms file dated 26 aug 2025) doesn't allow to confirm the reported event: - on (B)(6) 2025, at 00:03 a ventricular tachycardia occurred, and according to the programming settings, an atp then a shock were delivered. The shock was successful. This event (shock delivery) triggered an alert on remote monitoring system on (B)(6) 2025 - an in-clinic follow-up took place on (B)(6) 2025. The physician reported that in device memory, 2 additional shocks were delivered on (B)(6) 2025, but no rms file was sent. - as the data of this interrogation was not provided, the cause of this event couldn¿t be determined. The most likely hypothesis is that an in-clinic interrogation occurred between the last 2 shocks and the connection of the crtd to the home monitor. In this case, as the shocks had already been observed by the physician during an in-clinic interrogation, no rms alert was triggered. Based on available data, no issue is suspected on the subject device.

Event description:
Reportedly, the ICD delivered a correct shock transmitted via home monitoring. During the in-hospital check, the physician noticed that there were two additional shocks recorded in the device memory from the previous day, but they were not transmitted through remote monitoring.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the ICD delivered a correct shock transmitted via home monitoring. During the in-hospital check, the physician noticed that there were two additional shocks recorded in the device memory from the previous day, but they were not transmitted through remote monitoring.